Event description:
(B)(4) clinical study. Same patient as: 2134265-2011-05354. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and angina. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 50% stenosed, 2.5mm in diameter and 3mm long. The lesion was treated with direct stent placement using a 3.0x24mm taxus liberte stent. Residual stenosis was 0%. There was a 20% stenosed plaque shifting noted in the lad at the end of the procedure. Lesion 2 was located in the 2nd diagonal. The lesion was 90% stenosed, 2mm in diameter and 4mm long. The lesion was treated with predilation and placement of a 2.5x8mm taxus liberte stent. Residual stenosis was 0%. During the index, a choice pt extra support wire was used to cross the lesion in the lad. Initially, the wire was used to cross the lesion at the 2nd diagonal. The wire was unable to cross the 90% stenosed area of narrowing at the 2nd diagonal. The patient was discharged 3 days later on aspirin and prasugrel. In (B)(6) 2010, the patient presented to the emergency room with complaint of angina and was admitted the same day. In (B)(6) 2010, focal in-stent restenosis of the previously placed stent in the mid lad was treated with coronary artery bypass graft (CABG) with left internal mammary artery. Residual stenosis was 0%. Focal in-stent restenosis of the previously placed stent in the 2nd diagonal was treated with CABG with reverse saphenous vein. Residual stenosis was 0%. Aspirin and prasugrel were discontinued during the CABG procedure. The event of worsening angina was considered resolved without residual effects. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).